Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. Reportedly, customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump and has back up manual injections for continued insulin therapy.